Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be 2 months to elective replacement indicator (eri) level. At the previous interrogation, a few days earlier, the longevity estimation on the battery was 4 months. The physician suspected longevity overestimation occurred at the previous follow up in clinic. The device was explanted and replaced due to normal eri. No intervention was required. The patient was in stable condition.